Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient was noted to have a large atrium and the first lead attempted to be implanted could get no capture despite multiple repositionings. Another lead model was attempted but also could not get capture. The physician decided to place the lead at the his bundle. The lead dislodged after the sheath was removed. The lead was attempted to be placed again but the helix was unable to extend and was noted to be "broken." Another lead of the same model was used to complete the procedure. No patient complications have been reported as a result of this event.